Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient in (B)(6) receiving intrathecal compounded baclofen 1,000mcg/ml, 400 mcg/day. The pump was not refilled before the low reservoir alarm date and was found to be empty. Several weeks passed and the pump was refilled on (B)(6) 2015; it was programmed to deliver the previous dose. The patient then exhibited overdose symptoms including bradycardia on (B)(6) 2015. The dose was then reduced to 48mcg/day. It was felt the event was due to the empty reservoir and the patient not receiving medication prior to the refill on (B)(6) 2015. The issue was not resolved as of the time of this report. Additional information was to be obtained from the hcp during the following week. The patient status was stated as ¿alive-no injury¿. Additional information was received from a company representative indicated it was unknown why the patient ignored the pump alarm. The previous daily dose was 100 mcg/day.